Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room after receiving a vibratory alert from their implantable cardioverter defibrillator system. The alert was for high out of range pacing impedance on the right ventricular lead. Lead was capped and replaced on (B)(6) 2021. No patient symptoms were reported. Patient was stable after the procedure.